Event description:
The device was returned for service. Upon eval, the device was found to run without user activation. No user injury or other adverse consequences were reported with this event.

Manufacturer narrative:
Upon eval, corrosion was found on the motor, plug, and bearings. Corrosion can lead to increases friction between rotating components, which can generate heat.